Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a dog was treated with synthes vet 2.0 plate and screws, postoperative, the plate was broken. It was reported that on (B)(6) 2014, the dog had fallen from the sofa at home and hit the table on the way down and end up with a block limp. The surgery occurred two days later and the dog had a buttress bandage and was in the cage until the date of surgery. The fracture was reduced, but hard to move into the perfect position due to the closeness to the joint and tension in tendons. On a return visit on (B)(6) 2014 for a check, it was determined that the situation was good. There was an additional return visit on (B)(6) 2014 as the dog was again experiencing a severe limp. On (B)(6) 2014, it was confirmed that the plate was broken. There were no special events that took place prior to the dog walking around inside when he suddenly acquired severe limp. The dog was scheduled for surgery (B)(6) 2014 for a transfixation. The plate was then removed. This plate is exactly the same plate type that the surgeons experienced earlier complications with. No human involvement. This is a veterinary case that involved a male; (B)(6) dog. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the visual inspection has shown that the plate is broken. Unfortunately without further information we are not able to determine the exact cause which has led to this occurrence. It is likely that an excessive force had been applied to the implant and this has led to this damage. No product fault could be detected. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Visual inspection no problem found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to an external fixator.